Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the communication between the meditech and server was down. A technical support specialist (tss) dialed into the server and identified that the interface disconnect flag was one. Tss then dialed into the carefusion coordination engine (cce) and identified that the service account did not have user mapping to the carefusion coordination engine (cce) databases after the service was modified, which resulted in a service start failure, granted local administrator rights to the service account to allow system to write to the file system, and then confirmed that the message trace was updating correctly, verified that the service started successfully and proceeded to update the application pools and all services on the carefusion coordination engine (cce), confirmed that messages were crossing, services were operational, and the message trace reflected current results, addressed reported structured query language (sql) login failures by updating the service and application pool identities to the correct service account, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server , communication between station and server was down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.